Event description:
An infusion pump with "switching from piggyback by itself". Informatin was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump